Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na

Event description:
It was reported that suture placement with two proglide devices was achieved in the calcified right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve interventional (tavi) procedure. The sheath was upsized to 14fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. Reportedly, post procedure an angiogram was taken and stenosis on the closed puncture site was observed. With the sheath on the contralateral side a percutaneous transluminal angioplasty (pta) was performed. After the pta there was a small stenosis left but the outcome was satisfactory. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.